Manufacturer narrative:
Clinical investiation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that this peritoneal dialysis (pd) patient had peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who stated the peritonitis was not related to fresenius products. The nurse declined to provide additional details about the event. No further information is available despite multiple attempts to get additional information from the patient.